Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 2.1, 1.1, reference (dr's meter) 2.0. Therapeutic range is 2.5 - 3.5. Pt receives lovenox injection if result under 2.5. Pt received lovenox shot on (B)(6) in the morning and at night. Also received lovenox shot at night on (B)(6). Tech service notified the customer some medications/lovenox could cause unexpected results. Tech service further notified the customer the inratio should not be used when she is taking lovenox.